Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system (ivus) was selected for use. During procedure, ivus console does not display an image, and procedure was not possible due to this event. No patient complications reported.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system (ivus) was selected for use. During procedure, ivus console does not display an image, and procedure was not possible due to this event. No patient complications reported.

Manufacturer narrative:
D4 serial number: corrected.